Event description:
Elderly female underwent an elective left total knee arthroplasty. Per the report, the brasseler blade was being used during the procedure. When the surgeon began to cut, the blade tooth broke off. The surgeon immediately stopped the procedure. The broken piece was identified and retrieved. The instrument and blade were removed from the surgical field.